Event description:
During a pci procedure, the balloon of the maverick otw ptca catheter ruptured. The right coronary artery (rca) was totally occluded posterior lateral artery (pla), which was stented in a previous pci. To attempt the lesion, a vistal brite (cordis) guide catheter changed from 6fr jr3.5 to 6fr al1 and finally 7fr al2. Guide wire included balanced middle weight 190 cm (guidant, used in left side intervention at left main, 1 of the 2 pieces for lad & lcx respectively), conquest pro (asahi), pilot 150 (guidant) & balanced heavy weight 190 cm (guidant). The subject balloon of the maverick otw ptca catheter was used to support the guidewire for lesion access. The pla was wired by conquest pr. As the maverick otw ptca catheter balloon could not cross the lesion, it was inflated at distal rca at 14 atm for 115 seconds & down to 8 atm for another 2 mins. Wire exchanged from conquest pro to bhw was performed during the prolonged balloon inflation. Then there was distal perforation as shown by dye staining near the distal pla. The physician removed the wire & balloon. Afterward, the pilot 150 was used to cross the lesion and was extended by connecting to the doc wire (guidant). The subject ballon was removed after the wire was extended. After time time, the physician found that the balloon ruptured as the wire tip went through the distal balloon shaft by about 20 mm. It showed that the balloon guidewire lumen was dissected. Blood stain can be seen in the balloon catheter as well. The procedure was not completed due to another unk reason. No pt injuries or complications were reported. Pt status is reported as "stable & satisfactory".